Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes displayed an error-9 message. The product was returned and investigated for the error-9 message, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Performed built-in reader test and test did not passed. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly). Evidence of burn marks on components on pcba was observed. The cable and adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time cable and adapter has not yet been received. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. An extended investigation was performed. Visual inspection was performed using a digital microscope on the returned device and burn marks were observed on the beeper and battery connector of the returned reader therefore, the observation made in previous phase of the investigation is confirmed. Excess flux due to rework around the u9 chip of the reader was also observed. Data review was not required as glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. A known good battery was used for the remainder of the investigation. Off-current consumption testing was performed to check the current draw of the returned reader and off current was measured to be within the required specification for returned reader with an nxp processor which was indicating the reader was not drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera and no hotspots were observed. A built-in self-test was conducted using the reader's software and was observed to be failed which confirmed previous phase investigation. The reader test which failed was due to the rework performed on u9. An inquiry was made with mfg (manufacturing) and it was determined that the burn marks observed on the battery and beeper connectors were due to rework performed by a debugger on the u9 chip. Due to the proximity of the connectors to the u9 chip, the use of a heat gun resulted in the burn marks observed. The burn marks observed on the battery and beeper connectors were related to the rework performed on the u9 chip by a debugger in mfg. The returned reader passed off current test and thermal inspection indicating that no components on the reader were drawing excess current from the battery thus the burn marks observed were not generated by the reader itself. These burns marks did not affect the functionality of the components on the reader and were not the result of a product malfunction; therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes displayed an error-9 message. The product was returned and investigated for the error-9 message, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.